Manufacturer narrative:
Device was received with no act button response due to flattened act button dome switch. Unable to verify for motor error alarm or perform the excessive no delivery test due to no act button response. Motor was tested outside the device and passed motor test. Insulin pump had missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarms, no delivery alarms. Device had issues with the act button. Customer's blood glucose was 69 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.